Manufacturer narrative:
Device evaluation post market vigilance led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, a reinforced stapler was able to fire but the jaws of the staple lock and reload jammed closed on the tissue. The surgeon was able to gently tease the reload away from the tissue to remove it. There was no patient injury.